Event description:
It was reported that a pump had a non-resettable malfunction. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow up due to being out of warranty and is in the process of obtaining a new device.